Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had no symptoms and treated with bolus for highs. Customer's low blood glucose at time of incident was 59 mg/dl. Customer high blood glucose was 400 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose customer received a change sensor alert after a calibration not accepted. Customer declined troubleshoot for high blood level. The product was not returned for analysis.